Manufacturer narrative:
The device reported in the event has not been returned for evaluation yet. We have tried to reach the customer regarding additional information on the site and also the status of return of the devices, but no correspondence has been received. Once the additional information and/or device is received, then a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the microcatheter was leaking in the distal part during the procedure. Not other information was received at the time.

Manufacturer narrative:
The apollo microcatheter was returned for analysis. No issues or irregularities were found with the apollo micro catheter hub. What appears to be dried embolic residue, consistent with cyanoacrylates glue liquid embolic material was found within the hub. No kinks or bends were found with the apollo microcatheter body. The 1.5cm detachable tip was found to be intact. The entire surface of the apollo microcatheter body was examined under magnification. The apollo microcatheter body was found to be ruptured at the distal tip. The apollo microcatheter was pressurized with water and found non-patent as the apollo micro catheter is likely occluded with dried embolic residue. An in-house mandrel was inserted into the apollo distal tip lumen and became stuck at ~1.0cm into the lumen. No other anomalies were observed. Based on the device analysis and reported information, the report of catheter leak was confirmed as the apollo microcatheter was found to be ruptured. The rupture appears to have occurred because of over-pressurization. Ruptures can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. However, the root cause could not be determined. The review of lot history records shows that the finished device met all manufacturing requirements and specifications during final assembly and quality inspection. All products are 100% inspected for damages and irregularities during manufacture. Per the apollo instructions for use (IFU): ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.¿ if information is provided in the future, a supplemental report will be issued.